Manufacturer narrative:
After the pump was weaned and removed, lower limb ischemia reportedly occurred. A blood clot was confirmed in the lower limb via CT scan and the vessel was aspirated. Along with a thrombus, a foreign substance about 5 cm long was also removed. Images returned confirm the clot and substance. Blood and biomaterial looked to be adhered to a thin piece of plastic on the sample that was received in a separate vial. There was also what looked like threads or fibers adhered to the sample returned. It was unknown where the foreign material or fibers came from. The returned pump did not show damage or evidence that the foreign material came from impella. The introducer was not returned for review but the foreign material did not resemble any components of the introducer. Data logs were not returned. The pump supported the patient successfully for 5+ days which is beyond design intent. The root cause of the thrombus was not definitively determined, although the coagulation conditions could be a factor. The root cause of the foreign substance was unknown.

Manufacturer narrative:
The impella cp pump was returned by the customer and a failure analysis investigation is underway. A supplemental MDR will be filed at the completion of the device's investigation.

Event description:
The complainant reported a (B)(6) male patient had impella cp pump inserted in the right femoral. The pump was used for seven (7) days, when the pump was weaned and removed the computerized tomography (CT) revealed a thrombus and as a result both femoral had ischemia. An emergency thrombectomy was performed, endovascular treatment, and bilateral thrombus aspiration was performed on both femoral.